Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis lesion in the right coronary artery. A laser was initially used to modify the lesion. A 4.50mm x 15mm nc emerge balloon catheter was advanced and initially inflated at 16 atmospheres. However, during the second inflation at 10 atmospheres (atm) it ruptured. It was replaced with another 4.50mm x 15mm nc emerge but it also ruptured during initial inflation at 14 atm. Subsequently, a 4.50mm x 20mm nc emerge was advanced but also ruptured during the second inflation at 16 atm. The devices were completely removed and the procedure was completed with a wolverine cutting balloon followed by a non-bsc balloon catheter. There were no patient complications reported.